Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after a post implant balloon aortic valvuloplasty (bav), there was moderate paravalvular leak (pvl). Subsequently, another 31 mm valve was implanted valve in valve. There was no patient impact associated with this event.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy. Implant technique is often dependent on patient anatomy. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.